Event description:
While wearing the sound processor, the patient reportedly experienced sound perception problems. In july 2005, the patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Three days later the company was notified that the patient's device was explanted. The patient was reimplanted with another advanced bionics device.